Manufacturer narrative:
The zio at device was returned, and the and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 11 of the 14-day prescribed wear period. A review of the events on day 7 confirmed that the misidentified arrhythmia resulted in the patient experiencing a syncopal episode. Irhythm became aware of the missed arrhythmia while preparing the final report and notified the hcp on day 21. The investigation revealed that the qualified cardiographic technician (qct) misidentified the arrhythmia as artifact. The diagnostic data indicates that no functional issues were observed for the device around the time of the specified episode. Analysis of device logs found that the device performed as intended with no performance or functional issues noted. The zio at clinical reference manual states in the ¿indications for use¿ section that ¿the reports are provided for review by the intended user to render a diagnosis based on clinical judgment and experience.¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not communicated during the wear period. The investigation revealed that a preliminary ECG interpretation was not provided to the physician during wear. Following the wear period and while compiling the final report, the interpretation was provided. This non-notification resulted in a syncopal episode and hospitalization. The healthcare provider (hcp) was immediately notified.